Manufacturer narrative:
Unit received unable to perform the displacement test due to complete broken reservoir tube lip noted and also received with cracked battery tube threads, cracked lcd window, minor scratched lcd window, missing reservoir tube o-ring, cracked case display window corner, stained end cap sticker, stained address/serial number label, cracked belt clip slot and cracked case reservoir tube window corner. The p-cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had damage top of reservoir compartment. Customer's blood glucose value was 8.8 mmol/l at the time of the incident. The customer was assisted with troubleshooting. Customer will not return device for analysis.